Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse bleached the apertures and changed the lytic reagent check valve cv3 to resolve the aperture alerts on the low control. The fse concluded that the malfunctioning check valve was not associated with the discrepant white blood cell (wbc) and differential vote outs for this particular patient as other patient samples which were run prior to and following this particular patient sample reproduced without any issues. Results: failure mode of the aperture alerts is attributed to a malfunctioning check valve cv3; the definitive cause of the discrepant wbc and differential results cannot be determined with the information provided.

Event description:
The customer reported obtaining aperture alerts for low controls involving the coulter act diff 2 analyzer. The customer also reported obtaining erroneously high white blood cell (wbc) results with incomplete differentials and instrument flagging on a single patient sample. The customer sent the sample to the reference laboratory for repeat testing and recovered lower wbc and differential results with instrument flagging which was considered correct. The erroneous results were not reported out of the laboratory and there was no change or effect to patient treatment in connection with this event. The customer redrew another sample from the patient on the following day. The second sample was run on the laboratory's original act diff 2 analyzer and at the reference laboratory. The customer obtained high wbc results with incomplete differentials and instrument flagging again on the act diff 2 analyzer and lower wbc and differential results with instrument flagging at the reference laboratory. The customer considered the results from the reference laboratory as correct. The customer stated that the same issue of increased wbc count and incomplete differentials had previously occurred on the same patient; however, the customer did not report of this event to beckman coulter and data has not been provided for the previous events. The customer specified that this issue is limited to this particular patient, is consistently reproducible, and does not affect other patient samples ran before or after the patient sample in question.